Event description:
It was reported the biomed was testing the device and an error displayed. It was also reported the biomed was rapidly pressing buttons with disregard to what was occurring. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.